Event description:
A malfunction was reported on the pump by the caller, but no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, and since the pump was out of warranty, the caller expressed interest in obtaining an out-of-warranty loaner pump.